Event description:
My daughter's bedwetting alarm shorted out at night when she was asleep. The alarm got very hot and caused batteries to leak onto her body. The chemical reaction has caused severe skin rash and we had to give her first aid treatment. The red marks have become blisters and she has discontinued using the alarm.